Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-may-2024, it was reported that patient faced seven infusion sets leakage at site events on 28-may-2024, 02-june-2024, 04-june-2024, 06-june-2024, 07-june-2024, 08-june-2024, and 09-june-2024 within 3 hours after insertion. Infusion set was used for a day and a half. Insertion site was abdomen. The blood glucose level was reported 150 -152 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.